Event description:
Complainant alleged that during training by facility staff the device displayed a "defib fault 108" message. Complainant indicated that there was no patient involvement in the reported malfunction.